Event description:
A us distributor contacted zoll to report that a patient developed shingles and blisters under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s medical staff applied ointment to the areas and wrapped them. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.